Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. Philips field service engineer (fse) reported a dead battery. The customer declined repair service at this time.

Event description:
It was reported that the customer requested evaluation of the unit. There was no patient or user harm reported. The event date was not specified; estimate used.